Manufacturer narrative:
Correction: the initial MDR submitted on march 17, 2025 was filed inadvertently. No infection, administration of oral and IV antibiotics, hospitalization or serious injury has occurred.

Manufacturer narrative:
Correction: the previous MDR submitted on march 17, 2025, was filed inadvertently. There was no explantation. The correct date of awareness for the initial report is february 27, 2025; not february 19, 2025, as previously reported.

Event description:
Per the clinic, the patient experienced poor performance with the device. The patient also experienced an infection at surgical scar and subsequently was treated with oral and IV antibiotics (specific date and duration not reported). The patient was hospitalized for one week (specific date not reported) to receive the treatment. The device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.